Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that thermal burn occurred while performing ultrasound during a cataract procedure. Although the procedure was completed without product replacement, corneal edema was observed in the patient's eye.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No phaco tip sample or unknown foreign material was returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. The complaint information indicates the phaco tip was reused, which is a likely reason for the thermal burn. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Phaco tips are single use devices are not recommended for reuse. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
Additional information was received was indicating that the patient's outcome was improving. The patient was treated with ocular medications and inflammation of the anterior chamber was immediately decreased. It was reported that clouding of the incision remains.